Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 2 on their freestyle flash blood glucose monitoring system. Customer then reported taking 10 units of insulin even though a glucose result could not be obtained. They reported feeling symptoms of hypoglycemia, and the customer was treated accordingly at a local health care facility. Exact treatment used to stabilize glucose levels is unknown.